Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 23/apr/2018, 23/jul/2018, and 22/apr/2019. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "silicone [implant] with gross evidence of rupture" and capsular contracture, baker grade IV. The device has been explanted.